Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an magnetic resonance imaging (MRI) scan after the implantable pulse generator (ipg) had been programmed to MRI safe mode the patient developed tachycardia and atrial fibrillation (af). The patient was medically cardioverted, the ipg was programmed back to normal modes and remains in use. No further patient complications have been reported as a result of this event.